Manufacturer narrative:
Based on the investigation, the user experienced the reported hypo event at 3:25 pm est, after the system correctly asserted the "end of life" sensor replacement alert at 10:51 am est, on (B)(6). The system stopped displaying sensor glucose readings after the sensor replacement alert was asserted and this was per design. The user experienced the hypo event while trying to order the next sensor and had reported that the current sensor 134559 has stopped working, so the user could not be alerted of the hypo event. In other words, the system was not in use at the time of the event. There was no malfunction of the system and no further investigation is needed at this time.

Event description:
On (B)(6) 2021,senseonics was made aware of an adverse event where user experienced hypoglycemia and the system was not in use at the time of the event.